Manufacturer narrative:
(B)(4). Batch # unk. The lot / batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that the inner harh36 packaging was damaged when taken out of outer box. Sterility was compromised. Product not used on a patient.

Manufacturer narrative:
(B)(4). Investigation summary: the analysis results found that the harh36 device was returned inside its package unopened. Upon visual inspection, it was observed that the blister from the packaging was damaged; it was noted to be broken and still adhered to the tyvek. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. A manufacturing record evaluation was performed for the finished device lot/batch t92f0u number, and no non-conformances were identified.